Event description:
During a trial procedure all lead contacts were found to be invalid. The lead was replaced and the pt received adequate coverage post-op.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.